Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive any therapy. The oversensing was noted on stored electrograms (egm). The patient was brought into the clinic and their ICD was reprogrammed on (B)(6) 2021. There were no patient symptoms reported.